Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly and a new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that this rv lead was explanted due to fracture.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly and a new lead was implanted. No additional adverse patient effects were reported.